Manufacturer narrative:
Sleeping while using the heating pad and wrapping the heating pad around her leg are violations of the instructions and warnings provided with the product. This incident is a direct result of misuse/abuse of the product.

Event description:
The complainant reported using a heating pad for leg cramps. She wrapped the heating pad around her calf and fell asleep. She awoke to find a 2 cm, third degree burn to her calf.